Event description:
It was reported that a cartridge change error occurred during the load process with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.